Event description:
The customer stated that there was a point in her blood glucose reading. She ignored the point and thought her readings were lower. It was verified the meter was set in mmol/l. The customer did adjust her medication based on the readings, but did not allege any adverse events. The customer was able to rest the meter to mg/dl with assistance, and no product will be returned for evaluation.